Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future"

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. Visual evaluation: the optical and functional evaluation of the returned part shows that the part got returned in a used condition and it got found that the part is not functional on the lower end. Dimensional inspection: the returned part got through dimensional inspection by production, the part meats all measurements. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. R&d has done first inspection and reviewed the received information and noted: there were samples which showed ¿deformations¿ which can be caused by one non-functioning strut in the frame construct. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future".

Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future"

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. Visual evaluation: the optical and functional evaluation of the returned part shows that the part got returned in a used condition and it got found that the part is not functional on the lower end. Dimensional inspection: the returned part got through dimensional inspection by production, the part meats all measurements. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. If more information is provided, the case will be reassessed.

Event description:
As reported: "patient came in and one of the struts was not transporting making the transporting bone shift and not line up to docking site. Patient had to spend an extra hour as the surgeon had replace the broken strut in clinic. This may delay his docking procedure in the future".

Manufacturer narrative:
Recall number added to h9.